Manufacturer narrative:
(B)(4).

Event description:
It was reported via social media that the patient passed away. The patients mother reported unspecified issues with the patient's dexcom system. She reported that the patient had been on the phone with dexcom for two hours due to the dexcom not working properly. She also reported that the dexcom had been fifty points off but it is unknown if this is the failure alleged to be related to the death and it is unknown when the phone call with dexcom occurred. Multiple attempts to contact the reporter for additional details were unsuccessful and it could not be determined how the alleged cgm failure may have caused or contributed to the death. Data investigation shows that a new sensor session was started on (B)(6) 2020 at 3:16 pm. After the 2 hour warm up period the patient received a high alert at 5:29 pm and they acknowledged the alert at 5:34 pm. The egv readings remained above the high alert threshold until 9:49 pm on (B)(6) 2020. At 10:12 pm, the share feature was disabled by the user. The egv declined until the patient was presented an urgent low soon alert which was acknowledged at 10:29 pm on (B)(6) 2020. Then an urgent low alert was received and acknowledged at 10:39 pm. Then another urgent low alert was received at 11:09 pm and the patient received this alert every 5 minutes until 12:39 am on (B)(6) 2020. The urgent low reading repeated every 5 minutes since the alert was not acknowledged by the user. There were no egv readings starting at 12:24 am and at 12:39 am on (B)(6) 2020 they received no readings alert and this alert occurred every 5 minutes until the sensor failed at 3:09 am. The no readings alert repeated every 5 minutes since the alert was not acknowledged by the user. The alert features functioned within specification and patient settings. It could not be determined if the cause of death was related to the dexcom cgm. No additional patient or event information is available.